Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The recipient's site has reportedly healed. This is the final report.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. Additional information regarding treatment details were not provided. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
The external visual inspection revealed the electrode was severed near the fantail, and silicone slices were observed on the top cover and fantail prior to receipt. These are believed to have occurred during revision surgery. The device passed the photographic imaging inspection. System lock was verified. The electrode condition prevented an electrical test from being performed. The device passed the electrical and mechanical tests performed. This device was explanted for medical reasons. The device passed the tests performed.

Event description:
The recipient reportedly experienced skin flap breakdown followed by device extrusion. The recipient presented with redness and edema. The recipient was prescribed antibiotics, however, the issue recurred when the recipient stopped taking the antibiotics. The recipient's device was explanted. The recipient will be reimplanted at a later date.